Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post cryo ablation procedure, the patient returned to the hospital with a systemic infection and was critically ill. Blood cultures showed the infection was a skin based bacteria. It is unknown how the patient became infected during the procedure, although the physician suspected it may be related to the patient prep. It was later reported that the patient died. Further information received indicated that the physician noted that bacteria was possibly introduced to the patient during insertion of the product during the procedure. No further information is available at this time.

Manufacturer narrative:
Event summary: the patient data files showed at least twelve applications were performed with catheter (B)(4) on the date of the event without any issue. In conclusion, this is a clinical issue (death, bacterial infection) which occurred two weeks post procedure. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicate that the access site was closed with a competitor device. The patient was found to have a vegetation on the mitral valve. It was noted that a possible cause of death was embolization of the mitral valve. Further incoming information indicated that prior to the death, the patient was admitted due to back pain and fever. The patient went into septic shock leading to the vegetation on the mitral valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received indicated the bacteria was identified to be methicillin sensitive staphylococcus aureus. The patient's blood culture that was positive in 2 out of 2 bottles.